Manufacturer narrative:
(B)(4). Additional information requested but unavailable: what color cartridges were used throughout procedure and where? Were any staple form issues noted during initial procedure? What is meant by ¿the original staple line was found to be compromised¿? What is the criteria for surgeon to perform a reoperation for leak? What is the current patient status?

Event description:
It was reported that following a pediatric lung procedure, the device was used for the procedure and there were no known quality issues. Post-operatively, a re-operation was required to treat a leak. During the re-operation the original staple line was found to be compromised. A competitor's device was used to repair the leak. The patient's current status is unknown.

Manufacturer narrative:
(B)(4). Additional information requested and received: what color cartridges were used throughout procedure and where? I was told blue for lung parenchyma from the ped surgeons. The only cases they use echelon 45 for are cases that require a larger jaw aperture. The 9 cases are over about a 12 month or more period in time. All 4 surgeons will do lung so I cannot tell you how many lungs were done by which surgeon either. It could be several months in between echelon use. They all use the ets 35 and now 45 platforms for apys and bowel. Were any staple form issues noted during initial procedure? In one case, surgeon observed staple line disruption intra op. It is my understanding that the others were all post op concerns. We have no devices, no op notes, no case product code info. What is meant by ¿the original staple line was found to be compromised¿? The staple formation in the one procedure lists in the question directly above. What is the criteria for surgeon to perform a reoperation for leak? The way it was described to me was greater air leak¿..patient not getting better. What is the current patient status? It is my understanding that every patient is doing okay.